Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator was removed from the patient, and turned off, for a computerized tomography (CT) procedure. After the procedure the device was turned on and the lower monitor exhibited a safety valve open and replace ventilator alarm messages. The patient was not connected to the ventilator at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the pneumatic interface printed circuit board (pc) and performed extended self-testing on the device and all tests passed.